Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. According to clinical/medical investigation, the ¿complications¿ data presented in the literature review article refers to 4 trochanteric fractures which occurred within the 7 year follow-up. Responses to the requested clinical documentation had not been received as of the date of this investigation; therefore, the root cause and the patient impact beyond that which is documented in the article could not be confirmed. No further medical assessment is warranted at this time there is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the tr3¿ biolox delta ceramic acetabular system (smith & nephew) was applied to 175 patients, trochanteric fracture reported. It is unknown how this complication was treated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.